Manufacturer narrative:
The hospital did not accept any evaluation or repair of the unit. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had no co2 absorption. There was no report of patient involvement.